Manufacturer narrative:
The liquid embolic material was not returned for analysis, as it was consumed during the interventions. Attempts have been made to obtain additional information, however, our attempts have been unsuccessful. Hemorrhage, paresis, visual defect, dysphasia, ataxia and neurological deterioration are known inherent risk of endovascular procedure and are documented in our device¿s instruction for use (IFU). Based on the reported information, there is no evidence suggesting that the device was defective, but rather a procedure and patient condition related events. Mdrs that are linked: 2029214-2017-00907 2029214-2017-00908.

Event description:
Citation: ¿clinical experience and results of microsurgical resection of arterioveonous malformation in the presence of space-occupying intracerebral hematoma¿ damiano g. Barone, md, hani j. Marcus, phd, mathew r. Guilfoyle, phd. Medtronic received the following events: 21 patients underwent microsurgical resection of avm in addition to evacuation of the intracerebral hematoma (ich) at the same procedure within 48 hours of presentation. Three patients developed an acute life-threatening large mass-producing intracerebral hematoma (ich) and underwent emergency evacuation of the hematoma. Resection of the avm was necessary to achieve full hemostasis. One patient remained very disabled (mrs 5), and due to the poor recovery. One patient had pre-existing hemiparesis but very good cognitive function (mrs 4). The other patient regained excellent cognitive function but was left with upper limb paresis and moderate dysphasia (mrs 2). In all 3 of our such cases, the ich was deep to the nidus and hemostasis was achieved after approaching the deep ich with difficulty and only by resecting the avm. These were complex avms with deep extensions. Acute: 11 of 21 patients (age range was 3 to 73 years (11 males and 10 female patients)). Had a good outcome, with an mrs score of 0 to 2. Post embolization and resection adverse events reported: hemiparesis 5, visual defect 2, dysphasia 1, ataxia 2, unassessable (mrs 5-6) 5. Fourteen patient did have combinations of deficits. Three patients were left with a permanent shunt. Subacute: 44 patients (age range was 5 to 73 (median = 40, 25-55) years (24 males and 20 female) underwent microsurgical resection of avm in the subacute phase in the presence of a resolving but persistently space-occupying ich. Nine patients had other surgical interventions in the acute phase. Four cases underwent a decompressive craniectomy with the ich left in situ. Five cases had an external ventricular drain inserted for relief of hydrocephalus. Permanent neurological deficits were analyzed in relationship to the presenting deficit and the eloquence of the avm. Deficits were due to combination of disruption of functional neural tissue by the hematoma at the eloquent location of the nidus or more remotely. Overall, 33 neurological deficits were noted preoperatively in this group. Of these, the clear majority (29/33; 88%) either completely resolved or significantly improved postoperatively, and the remaining neurological deficits were stable. No new neurological deficits occurred postoperatively.